Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n232615006, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivicaine, fentanyl and hydromorphone via at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient currently had saline in his pump because of granuloma that had formed at the tip of the catheter. The doctor attempted to explant portion of the spinal segment to replace it but was unable to remove the broken portion of the spinal segment. The catheter was cut and new spinal segment was inserted. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8709sc, lot# n232615006, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: catheter. The evaluation code conclusion has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that during the catheter revision on (B)(6) 2020, the doctor cut the catheter at the distal end and revised it, as previously reported. It was reported, per the doctor, there was too much scar tissue so the doctor was unable to remove the spinal segment. The rep confirmed the old spinal segment remained in the patient. It was indicated the information provided had been confirmed with the physician/account.